Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Additionally, it was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer's blood glucose level was 120 - 203 mg/dl.